Event description:
It was reported that prior to implant the implantable cardioverter defibrillator (ICD) was interrogated and a "gray bar" warning indication appeared for the remaining longevity estimator. A different device was used for the implant. Follow-up with the field representative indicated the device had been exposed to cold weather. The device was allowed to warm over the next 48 hours and was re-interrogated and the remaining longevity estimator displayed normal (green). The rep currently retains the device in their possession to be implanted at a later date/time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Battery voltage measures 2.88v on (B)(4) 2015; pre-implant gray bar identified.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.